Manufacturer narrative:
The event problem and evaluation codes as well as the 510k number were inadvertently not provided in 2027969-2019-00007. The event problem and evaluation codes and 510k number are provided in this follow-up.

Manufacturer narrative:
Investigation conclusion: retention and returned products for the reported lot number were tested with in-house, drug-free donor urine. All test devices produced expected negative results at the read time for all analytes, including coc. No false positive results were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for false positive coc results was not replicated as retention and returned product performed as expected. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A positive result might be obtained from certain foods or food supplements.

Manufacturer narrative:
Investigation pending.

Event description:
Unspecified date: false positive coc on the multi-drug 5 panel screen for 5 patients. Customer states clinical situation does not indicate cocaine use. No identifying patient information provided. No adverse outcomes reported although further information was requested, no further information was provided.